Manufacturer narrative:
We have received the complaint device for evaluation. Based on the condition this device was received, it did not appear to have been used on the patient. When we attempted to inflate the internal carotid balloon slowly, the safety balloon inflated instead. We observed the middle section of the balloon was folded. When we placed the sleeve over the safety balloon and attempted to inflate the internal carotid balloon, then only we were able to inflate the internal carotid balloon. Based on our device evaluation, the safety balloon did not provide enough resistance to allow the internal carotid balloon to inflate properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
The shunt was found to be defective. No further information was provided. No injury was reported.